Manufacturer narrative:
The product has been returned. This report will be updated upon completion of analysis, as required.

Event description:
It was reported that this system was explanted due to an infection. No additional adverse patient effects were reported.